Manufacturer narrative:
Because the device was not returned, sorin group's investigation was limited to a review of the device history records. The complete manufacturing and material records for the subject valve were pulled and reviewed by quality control at sorin group (B)(4) inc., the results confirmed that this valve satisfied all material, visual, and performance standards required for a lxa23 mitroflow aortic pericardial heart valve at the time of manufacture and release. Review of the diagnostic images of the coronary angiography and aortography was performed which showed normal coronary arteries without any angiographic significant stenosis. The annulus of the bioprosthesis is visible. There is no leaflet calcification and no regurgitation. Without a complete echocardiographic study it is impossible to provide any evidence about the morphology and the function of the aortic prosthesis. Since no further information was received, further analysis of the case was not possible. Device was not returned.

Event description:
The manufacturer was notified on (B)(4) 2015 that mitroflow valve (lxa, size 23) was explanted on (B)(6) 2014 after 5.6 years due to the leaflets of the prosthesis that appeared strictly fibrotic (retracted) and immobile, but not calcified.

Manufacturer narrative:
Results = review of the device history records will be conducted. At the present time, it is still unknown if device will be returned to manufacturer for further evaluation.